Manufacturer narrative:
Carefusion failure analysis lab received the alleged faulty gas delivery engine for evaluation. After visual inspection, they found that the o2 sensor cable was cut, which hindered the ability to duplicate the reported event. The o2 sensor cable was replaced, and then the gas delivery engine was installed onto a gas delivery test station and powered on. Unrelated to the reported event, the gas delivery engine powered on with issues related to the expiratory/inspiratory pressure xdcr's on the tca printed circuit board assembly (pcba). The issues were addressed by replacing the tca printed circuit board assembly and configuring the gas delivery engine. No accuracy anomalies were found after those particular issues were resolved. Therefore, since the reported event could not be duplicated using an undamaged o2 sensor cable, it was assumed that the damaged o2 sensor cable may have likely been the cause of the event. Findings/root cause. Could not duplicate that reported issue, separate issue found with the expiratory/inspiratory pressure xdcr's on the tca pcba.

Event description:
One of our field service representatives called carefusion technical support to request codes for a customer ventilator after replacing the gas delivery engine (gde). According to the field service representative, the oxygen was out of specification during extended system testing. There was no patient involvement during this incident.

Manufacturer narrative:
(B)(4). After the carefusion field service representative replaced the gas delivery engine, he ran performance tests to confirm that the ventilator was performing according to factory specifications. The faulty gas delivery engine was returned to carefusion on 02/16/2015, and is awaiting evaluation. Once the alleged faulty gas delivery engine has been evaluated, a follow up medwatch report will be submitted.